Event description:
It was reported that the patient was lost to follow up. It was reported that the patient felt vibratory alerts and presented at the emergency room following inappropriate shock due to sustained noise on the right ventricular (rv) lead. A rv lead fracture was suspected. The rv lead was explanted and replaced. The patient was stable.

Event description:
New information received notes the patient was asymptomatic and high pacing impedance was also observed on the right ventricular (rv) lead prior to the procedure